Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-01406. All information can be found under manufacturer report number 1416980-2025-01406. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused (medication not specified) during patient therapy. The nurse hung the medication with a rate of 500ml for a 500ml bag. When the nurse returned after 1 hour, only 200ml had infused and the pump had switched over to primary setting instead of secondary. There was no report of patient injury or medical intervention associated with this event. No additional information is available.